Event description:
It was reported through a journal article that the patient presented about one year after implant with the lead integrity alert triggered. There was evidence of high pacing impedance, undetectable r-waves, and no pacing capture. The patient's right ventricular (rv) lead had evidence of a fracture seen by fluoroscopy. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. The event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: fracture of df-4 implantable cardioverter defibrillator lead in a pediatric patient. Ann. Pediatr. Cardiol. 2015;8(2):174-175. (B)(4).